Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station received an error message on screen after logging out. A technical support specialist dialed into the server via secure link and reviewed the med app logs, where an error was found indicating an unexpected issue in the secure hardware task due to an attempt to access a disposed object. A well-known article matching this issue was identified, which recommended performing a full sync on the device to resolve the error.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an error message on screen after logging out. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.